Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the high voltage tank, the tube, the ps2 and the ps3 power supply and the power motor relay printed circuit board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload fault error message code. No pt injury was reported.